Event description:
Boston scientific received information that this product may be part of an infection and may be explanted, however, there is no evidence that it has been explanted yet. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.